Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the obturator broke and device failed to insert into the cavity. A new device was used. No injury.